Event description:
Customer called to report a blood leak in the needle area of the coulter lh750 hematology analyzer. The field service engineer (fse) inspected the instrument and cleaned the area with bleach before replacing the tubing at pinch valve (lv) 13 (probe needle drain), 57a (needle probe waste), and 111 (probe wipe vacuum). Upon further inspection, the fse found a second leak in the flowcell area. The fse replaced the sample tubing from the mixing chambers to the flowcell, after which all leaking was remediated. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument leak issue. The root cause for the primary leak is unknown, but was confined to the probe assembly and its respective tubing (pinch valves 13, 57a, 111). The root cause for the secondary leak was the sample line from the mixing chambers to the flowcell. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or patient results.

Manufacturer narrative:
(B)(4).